Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse verified non-recoverable 32100 errors on universal surgical manipulator (usm2) and replaced it. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the usm2 for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained. The root cause of error 32100 points to ac hardware current/voltage monitoring error.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that error 32100 occurred against universal surgical manipulator (usm) 2. The customer performed an emergency power off (epo) to the patient side cart (psc) and a couple of power cycles, with no change. The procedure was aborted with no reports of patient involvement.